Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation but has not yet been received. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. It was unknown if the patient was connected to the cycler at the time of death. An autopsy was not performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). As the death was not reported until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event of death. It was noted that the device passed previous testing related to the reported death and was found to meet functional and electrical performance specification requirements. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the product code and serial number of the device were unknown; therefore, a device analysis, service history review, and device history review could not be completed. As a result, the direct cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.